Event description:
It was reported that the right ventricular pace/sense lead had high thresholds and loss of capture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. Blood/body fluid was observed in/on the helix/lobe mechanism and the proximal conductor. The outer insulation had a cosmetic depression and was breached/cut. Apparent explant damage was noted. No anomalies were found.